Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. A 2.50x32mm taxus liberte stent was implanted in the left anterior descending artery (lad). Seven days later, during an intervention on another vessel, it was noted that there was a "sub-acute closure" in the previously implanted stent. An attempt was made to treat the thrombosis; however, it was noted that treatment was unsuccessful. The patient has been rescheduled for repeat angioplasty. No additional patient complications were reported and the patient's condition is stable.

Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)